Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 596 mg/dl. The customer treated with injection. The customer did not have symptoms of high blood glucose. The customer stated that she bloused for what she removed and took an injection. The customer stated that the pump did not alarm no delivery. The customer declined to troubleshoot. The customer will monitor her blood glucose and call back if needed.